Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to urethral atrophy at the cuff site. A surgical procedure was performed in which the existing device with a 5.5 cm cuff was removed and a new aus was placed. It was specified that the new 4.5 cm cuff was placed in a new spot in the urethra. The physician did not believe the explanted cuff was of an incorrect size or implanted on an incorrect location. There were no device issues associated with the explanted aus and the patient was expected to fully recover.